Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
During literature review it was identified that on an unknown date, a patient underwent a revision procedure 67 months post procedure due to a broken rod. There was no patient injury reported.